Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28x2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, the tip of the stent got damaged while tracking the lesion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Correction- based on device analysis result, the tip of the delivery system had been damaged and not the stent part as what was previously reported. Device evaluated by MFR: promus premier ous mr 28 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the device analysis. Angiographic media was returned on a cd. The 15 series of media were reviewed by the cis investigator. Multiple narrowings were evident in the proximal, mid and distal right coonary artery (rca). A wire was placed in the rca. Pre-dilation followed by stent deployment was carried out at a narrowed site in the distal rca. An attempt was made to advance a long stent into the rca, it appeared to meet resistance and was blocked in the proximal rca, as evident by the guide catheter appearing pulled back and tension on the guidewire. This stent was then withdrawn back into the distal end of the guide catheter and removed. A long stent was then deployed in the proximal to mid rca followed by deployment of a shorter stent in the proximal rca. In the final result the narrowing noted initially have been treated and flow through the rca had been improved. It is most likely that the stent which was introduced into the rca but which appeared to meet resistance and then be removed was the promus premier 28 x 2.75 complaint device, the event of the tip getting damaged while tracking down the lesion was not seen in the media, however a damaged tip would not be evident under angiography as the polymeric material of the tip is not radiopaque. There was no visible damage to this stent in the media. While the reported damage was not observed in the media the device meeting resistance and being removed was consistent with difficulty being encountered while positioning the stent or crossing the lesion as described in the event description as 'while tracking the leaion'. The anatomy location in the complaint report of left anterior descending (lad) was not consistent with the media review, there were no views of the left coronary arteries in the media.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28x2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, the tip of the stent got damaged while tracking the lesion. The procedure was completed with another of the same device. No patient complications were reported.